Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the device alarmed with technical fault 8914 for the intellicuff. No other errors, vent functioning normally. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation according to the complaint description, the device alarmed with technical fault 8914 during ventilation. No harm to the patient was reported. The logfiles have not been received for analysis. Tf 8914 indicates that the cuff pressure controller pressure sensors read different. The issue is caused by a defective cuff pressure controlled board . A replacement of the cuff pressure controlled board was sent to the end customer and the defective component was replaced.